Event description:
It was reported that, "try to close the clamp on the patella, it wouldn't hold. It had to be held manually."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.